Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on thec13/lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 176 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.